Event description:
The customer observed false reactive alinity s hiv ag/ab combo results and provided the following example data that occurred on (B)(6), 2023. (Reference: customer established grayzone >0.88 s/co, = 1.00 s/co is reactive) the customer reported that they had hiv values in their established grayzone and performed repeat testing. The repeat testing gave both reactive and non-reactive results. The customer communicated that this applied for the following sample ID's: (B)(6). The customer provided further testing data for the following sample ID's: sample ID: (B)(6). Results were generated on alinity s processing module sn: (B)(4). Initial result was 1.95 (reactive), repeat results were 1.94 (reactive) and 0.62 (non-reactive). The specimen was then run on alinity s processing module sn: (B)(4) and generated the following results: 1.54 (reactive), 0.09 (non-reactive) and 0.09 (non-reactive) on (B)(6), 2023. Sample ID: (B)(6) was run on alinity s processing module sn: (B)(4). Initial result was 0.31 (non-reactive), repeated results were: 0.10 (non-reactive), 3.33 (reactive), 0.08 (non-reactive), 0.12 (non-reactive), 8.69 (reactive). The specimen was then run on alinity s processing module sn: (B)(4) and generated the following results: 0.09 (non-reactive), 0.09 (non-reactive), and 0.09 (non-reactive) the customer also reported that specimens were tested using a secondary non-abbott method, and the results were negative (no objective value given). There was no impact to patient management reported. The package insert instructions for alinity s hiv ag/ab combo states initial reactive specimens should be tested in duplicates and if one or more repeat tests are reactive, the specimen is considered repeatedly reactive for hiv. Per q-22-01-015 edition 007, a false positive result for hiv testing approved for use in screening / transplant is reportable.

Manufacturer narrative:
This report is being filed on an international product, list number 6p01-55 has a similar product distributed in the us, list number 6p01-60. A1 patient identifier: complete list of sample ID's are (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation regarding falsely reactive results for alinity s hiv ag/ab combo reagent kit, lot 46270be00 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review, and field data review. Return testing was not completed as returns were not available. Ticket search by lot 46270be00 did not identify an increase in complaint activity for the complaint issue. The ticket trending review did not identify any trends or increase complaint activity for the identified product. Device history record review did not identify potential non-conformances, non-conformances or deviations associated with lot 46270be00. The overall performance of the alinity s hiv ag/ab combo reagent kit, lot 46270be00 was reviewed using field data from customers worldwide. A review of field data for the overall performance of the alinity s hiv ag/ab combo reagent kit, lot 46270be00 indicated the product was performing within product requirements. A labeling review determined product labeling provides adequate information regarding the customer issue. Based on the results of the investigation, alinity s hiv ag/ab combo reagent kit, lot 46270be00 met performance requirements and no systemic issue or product deficiency was identified.

Event description:
The customer observed false reactive alinity s hiv ag/ab combo results and provided the following example data that occurred on (B)(6) 2023 (reference: customer established grayzone >0.88 s/co, = 1.00 s/co is reactive) the customer reported that they had hiv values in their established grayzone and performed repeat testing. The repeat testing gave both reactive and non-reactive results. The customer communicated that this applied for the following sample ID's (B)(6) and (B)(6). The customer provided further testing data for the following sample ID's: sample ID (B)(6) results were generated on alinity s processing module sn: (B)(6). Initial result was 1.95 (reactive), repeat results were 1.94 (reactive) and 0.62 (non-reactive). The specimen was then run on alinity s processing module sn: (B)(6) and generated the following results: 1.54 (reactive), 0.09 (non-reactive) and 0.09 (non-reactive) on (B)(6) 2023 sample ID (B)(6) was run on alinity s processing module sn: (B)(6) initial result was 0.31 (non-reactive), repeated results were: 0.10 (non-reactive), 3.33 (reactive), 0.08 (non-reactive), 0.12 (non-reactive), 8.69 (reactive). The specimen was then run on alinity s processing module sn: (B)(6) and generated the following results: 0.09 (non-reactive), 0.09 (non-reactive), and 0.09 (non-reactive) the customer also reported that specimens were tested using a secondary non-abbott method, and the results were negative (no objective value given). There was no impact to patient management reported. The package insert instructions for alinity s hiv ag/ab combo states initial reactive specimens should be tested in duplicates and if one or more repeat tests are reactive, the specimen is considered repeatedly reactive for hiv. Per q-22-01-015 edition 007, a false positive result for hiv testing approved for use in screening / transplant is reportable.